Manufacturer narrative:
Batch review performed on 27 december 2019 lot 185590: (B)(4) items manufactured and released on 16-oct-2018. Expiration date: 2023-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout on the patient and did not remove or revise any components. Presently, on (B)(6)2019 (23 days after primary), the patient came in due to an open wound and signs of an infection. The surgeon performed an I&d and revised the poly. The surgery was completed successfully.